Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified sensor error message with the adc device and was unable to obtain readings. The customer was already in the hospital for an unrelated issue and experienced a loss of consciousness. The customer then received glucose by an unspecified third party. No further information was provided. No further information was provided.

Event description:
A customer reported an unspecified sensor error message with the adc device and was unable to obtain readings. The customer was already in the hospital for an unrelated issue and experienced a loss of consciousness. The customer then received glucose by an unspecified third party. No further information was provided. No further information was provided.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact of event is unknown. The date entered is per the report of "between 2023/1/16 (monday) and 2023/1/20 (friday)." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.